Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.1, lab: 16.2, date: (B)(6) 2011, inratio: 3.9. On (B)(6) 2011 or (B)(6) 2011 pt was taken to the ER: not feeling well; coughing up blood and vomiting. No lab work was done at that time but pt was instructed by physician to stop coumadin dose since the ER visit. Received vitamin k treatment today ((B)(6) 2011) because of 16.2 lab result. Caller confirms lab inr result is "16.2." Therapeutic range 2.0-3.0. On (B)(6) hemoglobin count 6.0; caller thinks pt may now be anemic.